Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G4: this product is not cleared in the us, however is considered equivalent to 510k k000734. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ germany. H3-other: device evaluation could not be performed as part# and lot# unknown. Also device location is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced tractus irritation 4 months post operatively. Device was removed and bursectomy was performed in the revision surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.